Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion service technician performed bench testing on lap top ventilator 950. All testing performed using a known good test patient circuit as well as a known good ac adapter. The ventilator passed 91 hour extended tests at customer¿s settings. The ventilator failed lap top ventilator final test for slight non-conformity with calculated tidal volume average. This slight non-conformity would not result in a failure to ventilate properly.

Event description:
The customer reported patient died while connected to lap top ventilator 950. The ventilator did alarm and there is no allegation of ventilator malfunction. The ventilator is requested to have noninvasive testing and event trace download. The event date is reported to be unknown for sure, but stated to be between (B)(6) 2016.